Manufacturer narrative:
An event of pleural effusion, embolism, shortness of breath, cough, pneumonia and right sided chest pain was reported. A more comprehensive assessment could not be performed as device remains implanted and was not returned for analysis. Patient had a history of heart disease which may have cause the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field mentioned that the pneumonia and pulmonary embolism were unrelated to device or procedure.h6 health effect - clinical code: codes 1498 and 2011 removed.

Event description:
It was reported that on (B)(6) 2023, 28mm amplatzer amulet left atrial appendage occluder was implanted successfully using an unknown delivery sheath. During procedure, the patient was on aspirin and plavix. The short access landing zone (i.e. 45, 90 degrees) was 19mm, 21mm and the long access landing zone (135 degrees) was 24mm. The patient remained hemodynamically stable throughout the procedure. The patient was discharged without symptoms on the following day. Post procedure, patient was on aspirin and plavix for their anti-thrombotic regimen. On (B)(6) 2023, the patient was seen in the emergency room (ER) and presented with shortness of breath, cough, and right sided chest pain. Chest x-ray showed right lower lobe pneumonia, and the patient was discharged on antibiotics. On (B)(6) 2023, patient was seen again in the ER for chest pain. On computed tomography (CT) scan, a right pulmonary embolism and a moderate pericardial effusion were noted, which was confirmed on echocardiogram. The pulmonary embolism was resolved. On (B)(6) 2023, a pericardiocentesis was performed and 450ml fluid was drained. The patient was continued on their anti-thrombotic regimen with no changes, and the patient was discharged. The physician mentioned the pneumonia and pulmonary embolism were unrelated to device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, 28mm amplatzer amulet left atrial appendage occluder was implanted successfully using an unknown delivery sheath. During procedure, the landing zone measurements were 19 and 24. The patient was discharged without symptoms on the following day. On (B)(6) 2023, the patient was seen in the emergency room (ER) and presented with shortness of breath, cough and right sided chest. Chest x ray showed right lower lobe pneumonia and the patient was discharged on antibiotics. On (B)(6) 2023, patient was seen again on ER for chest pain. On computed tomography (CT) a right pulmonary embolism and moderate pericardial effusion was noted. That was confirmed on echocardiogram. On (B)(6) 2023, a pericardiocentesis was performed and 450ml fluid was drained. The patient was discharged.